Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg had flipped in the pocket. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.